Manufacturer narrative:
Concomitant medical products: product ID: 5086mri52 lead, implanted: (B)(6) 2015; product ID: a2dr01 lead: implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to endocarditis. No further patient complications have been reported as a result of this event.